Manufacturer narrative:
Technical support suggested the customer to hard reset the unit. According to the customer, the screen display appeared to behave normally after force restart, however, the touch screen did respond to touch. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen of the bellavista 1000 had frozen while connected on a patient. They took the patient off the ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: exact root cause not determinable as defective part is no longer available. As this was a permanent issue, it is not related to fsca 2019-002. Likely there was a defect of the user interface or the touch screen connector on it. The display unit has already been replaced.